Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014, the 7 x 60 mm foxcross balloon was used for an un-specified procedure. Post-procedure, it was found that the balloon was used after its expiration date of 05/31/2014. No additional information was provided. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for use after expiration reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the foxcross instruction for use (IFU) states: use prior to the use by date.